Event description:
It was reported that following the implantation of an elevate posterior, the patient was diagnosed with a urinary tract infection at a visit with her primary care physician. The patient was prescribed cipro and amoxicillin on (B)(6) 2016. The event was considered resolved/recovered with no sequelae on (B)(6) 2016. If additional information is received, a follow up report will be sent. Related to MFR # 3011770902-2016-00097.